Event description:
Bravo lot # 66652f ID# (B)(6) protocol followed for capsule placement. Capsule failed to properly attach. The surgeon, anesthesiologist, np (nurse practitioner), and nurses all worked together very quickly and calmly to retrieve the capsule to prevent it from entering the airway. This attachment failure has been reported to medtronic tech support.

Event description:
Additional information received on 11/12/2025 for report mw5178617 to update procode to fft.